Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports via phone call that he received a 630g and a meter that sends the blood glucose levels to the pump. Customer states that his blood glucose value was between 20-600 mg/dl. Customer states that his last blood glucose he did was 162 mg/dl but he does not recall other calibration values. Customer was instructed to administer a self-test and the test passed. Customer was advised to monitor pump and to call back if any other issue came about. Pump is not expected to be returned for analysis.

Event description:
Clarification was received. The customer's blood glucose at the time of the event was not between 20 and 600 mg/dl. The numbers provided were a general range of values in the glucose meter.